Event description:
Haptic broke as lens was being inserted into the eye. The lens was removed and repalced with no additional surgery.

Manufacturer narrative:
This medwatch was completed by the manufacturer.